Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 300 mg/dl (16.7 mmol/l) between 25 and 36 hours of wearing the pod. The patient reported that in approximately (B)(6) of 2025, the pod was inserted in their arm which led to bleeding and a suspected occlusion, with the sensor showing no reading and the adhesive area filling with blood. The patient removed the pod after several hours of high bg levels and noted ongoing bleeding. No medical assistance was required. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.